Event description:
Info received via medwatch report. The procedure was being performed on a (B)(6) y/o female pt with coronary heart disease. The anesthesiologist was attempting to place the central line and experienced resistance with the guide wire. She removed the line and stuck the pt again and was able to place the line with ease. She did noticed a small hematoma afterwards. The physician did not recall there being an issue with the first guide wire's appearance. Per x-rays, it was noted the pt had three small fragments in their upper left chest suspected of being guide wire material. The pt was taken back to surgery for successful removal of the fragments. There was no delay in treatment. The pt did well after the retrieval of the fragment and was discharged home. (B)(4).

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.